Manufacturer narrative:
Report source: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was reported as ¿transference line damage¿. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with intraperitoneal (ip) vancomycin (1 gm per week, for 14 days) and ip gentamicin (40 mg every 24 hours for 14 days) for the event. Four days after event onset, the patient was recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.